Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device could not be interrogated while patient was on the table in the ep suite prepped for lv epicardial lead implant. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.